Event description:
The generator was received by the manufacturer and underwent product analysis. The device performed according to functional specifications. Based on the analysis and available data, the rebound of the battery voltage was found to be a normal and expected event.

Manufacturer narrative:
Section d7. If explanted, give date: corrected data; supplemental MDR 1 inadvertently did not report explant date.

Event description:
It was reported that the patient's battery depleted quickly and was at 25% battery within 6 months of implant. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and the device was not laser routed. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient underwent generator replacement. Tablet data from the patient's device was reviewed. The generator was received for analysis which is currently underway but has not been completed to date.